Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/17/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: the pump was returned with moisture in the display lens. The black box showed evidence of battery life alarms. During the load step, the pump failed to recognize the cartridge and gave a ¿no cartridge detected¿ warning. The pump¿s current readings measured within specifications. Damage to the pump case was observed near the corner between the display lens and the cover. A leak test failed due to damage to the pump case. Internal moisture was confirmed in the pump.